Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported that although the o-arm was not connecting to excelsius gps over ethernet, the user was able to transfer the scan to usb. However, the use of excelsius gps was aborted. Image transfer was successfully configured over ethernet with the o-arm and excelsius gps. There was no reported adverse affect to the patient. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.